Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, cracked display window, cracked reservoir tube lip and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the bottom of the insulin pump has come off. The drive support cap is loose and protruded. Customer has dropped the insulin pump. The blood glucose reading is 128 mg/dl. The insulin pump will be replaced. Nothing further reported.